Manufacturer narrative:
Probability of reoccurance is low frequency of event 1 time in 10 year period, having a system with all the symptoms of this site is very slim. Through co's internal and on site investigations, co has determined that the root cause had add'l contributing factors. The following is a time line definition of the incident. - 1992 system was mfg to an inadequate assembly procedure, in that it did not specifically state to loctite the ball screw nut block assembly, thus it was at the mechanics discretion at that time to use loctite or not. - march 18, after 5 years of operation the ball screw nut became unseated from the ball screw nut block, as did the set screw. Co's field service engineer, discovered the loose assembly during a pm, he was instructed on how to repair it over the phone. - july 7, 1997 - while mapping a pt the assembly loosened a second time, becoming uncoupled from the nut block causing the detector head to fall downward toward the pt, causing an injury. - once informed trionix sent a team to the site to determine what caused the failure and what needed to be done to correctly fix it. Initial reports stated that the set screw had become unseated. - co's initial report only sited the set screw as the root cause, however upon the return of the mechanic with a full report, and the initiation of a failure mode and effect analysis, the following were also determined to be contributing factors in the failure: a. The ball screw assembly was not loctited to the nut block during initial assembly & MFR. - the assembly procedure did not direct the assembler to apply loctite to this area. - the blue print stated to loctite all hardware, thus leaving room for misinterpretation. B. The field service engineer performing the initial repair, did not realize that the ball screw was not properly seated. - there was debris left over on the shaft of the screw and in the nut block, causing the ball screw to stop prematurely, giving him the impression it was all the way on. - when he encountered resistance he assumed that it was seated as far as it would go. After his repair the system was unstable and took only three months to fail. At this time co is continuing with co's internal investigation process along with a method of preventing reoccurrence of a similar failure.

Event description:
Add'l info gathered during indepth inhouse, failure mode and effect analysis.